Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not returned for evaluation. Data logs show several suction alarms and low pump flow. There was no motor current spike or placement signal trend noted during the case. As per clinical practice, the doctor explanted the pump after unresolved suction alarms for 24 hours. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.

Event description:
The us complainant reported a 47-year-old male patient was on impella 5.5 support ongoing for a week with persistent suction alarms. The team therefore made choice to explant the 5.5 and place an impella cp instead. The probable cause was determined to be perhaps clot formation per the medical team. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿